Manufacturer narrative:
Investigation: visual inspection revealed that the logo plate had detached. There was adhesive present around the edges of the logo plate. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported failure "maquet logo came off" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat suv maquet logo came off. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.